Manufacturer narrative:
D4: UDI not available; device not distributed in us. G2: other - japan during inspection and testing, in addition to b5, the subject device had low air supply, poor drainage, cracks in bending section cover bond, light guide corrugated tube operation side oredomekizu, objective lens has scratches, peeling of the objective lens adhesive, the probe surface has scratches, a chipped probe face and the image guide snake tube has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the main component of the foreign material detected in the air and water supply nozzle was found to be acrylonitrile butadiene rubber (nbr). Since this is a component that is not used in the subject device, it is highly likely that it entered from outside the equipment. Acrylonitrile butadiene rubber is used in some cases as a material for medical disposable gloves. The cause of this event is likely from customer handling. However, a definitive root cause of the reported issue could not be identified. The following information is stated in the instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the procedure, part of the echo was not visible on the echo image. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign object from nozzle from insufficient cleaning. This report is being submitted for the malfunction found during evaluation (insufficient cleaning).